Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission: 12/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2016 with the following findings: pump was returned with the battery compartment cracked starting at the threads to the left side of grip pad down to the seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.